Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse identified that the drive bay of the flexviewing pc was defective. The fse replaced the flexviewing pc. After replacement of the flexviewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not completely boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips.